Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the monitor blanked out twice during a case. There was no patient injury reported. The hospital biomedical technician reportedly was called to the room and reconnected a loose cable after the first report of the monitor blanking out which temporarily resolved the problem. The monitor was reportedly removed from use after the second reported problem during the case. (B)(4).